Manufacturer narrative:
510k: this report is for an unk - screws: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on may 27, 2020 that the patient underwent for posterior spinal fusion on an unknown date of the year 2015 and the peek I/f cage (unk) was implanted. The hospital reported that the patient was infected on an unknown date. The cage is in the patient body. The patient outcome was unknown. This is report 1 of 1 for (B)(4).